Event description:
It was reported via clinical study that death occurred. On (B)(6) 2025, a left atrial appendage closure procedure was performed and a 24 mm watchman flx pro closure device was successfully implanted. On (B)(6) 2026, the patient fell and experienced nondisplaced fractures of the left ulna and left radius. On (B)(6) 2026, the patient died in their sleep while at their residence. The clinical study listed the fall on (B)(6) 2026 as the suspected cause of the death on (B)(6) 2026 and also listed the death to be possibly related to the 24 mm watchman flx pro closure device.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0036987374. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death. Risk review: a risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported via clinical study that death occurred. On (B)(6) 2025, a left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was successfully implanted. On (B)(6) 2026, the patient fell and experienced nondisplaced fractures of the left ulna and left radius. On (B)(6) 2026, the patient died in their sleep while at their residence. The clinical study listed the fall on 25-mar2026 as the suspected cause of the death on 18-april2026 and also listed the death to be possibly related to the 24mm watchman flx pro closure device.